Event description:
During a trochanteric fixation nail procedure on (B)(6) 2013, the small battery drive would not run. A competitors device was used to complete the procedure. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: an evaluation of the reporters complaint that the unit will not run could not be confirmed. The device was tested and the complaint was not duplicated. This device used for treatment and not diagnosis.